Manufacturer narrative:
Was marked as additional intervention, however, there was no additional intervention required. Results: placeholder.

Event description:
The clinic reported that a laser vision correction patient presented the patient had suction loss during the procedure and the left eye was slightly inflamed at the hinge. The patient was re-implanted and the procedure was successfully completed. The patient was treated with pred forte. Patient's visual acuity is 20/15. The clinic expects a full recovery.

Manufacturer narrative:
The clinic reported that a laser vision correction experienced suction loss during the procedure and the left eye was slightly inflamed at the hinge. The patient was reimplanted and the procedure was successfully completed. The patient presented at the one day post operative exam with trace dlk (diffuse lamellar keratitis) and was treated with pred forte. The patient's visual acuity is 20/15. The clinic expects a full recovery. (B)(4). Placeholder.

Manufacturer narrative:
The clinic is reporting this adverse event only did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction experienced suction loss during the procedure and the left eye was slightly inflamed at the hinge. The patient was reimplanted and the procedure was successfully completed. The patient presented at the one day post operative exam with trace dlk (diffuse lamellar keratitis) and was treated with pred forte. The patient's visual acuity is 20/15. The clinic expects a full recovery.